Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300s (mg/dl). Customer increased temporary basal rate settings after consulting with health care provider (hcp) to treat bg levels. Reportedly, customer is ill and on medication and therefore declined to troubleshoot the reported event.